Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that when the patient drives the chair it will stop on her. They shut it off and turned it back on and it works.